Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. It was alleged that the pump caused the patient to have a blood glucose higher than 250mg/dl but less than 500mg/dl without symptoms. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/06/2017 with the following findings: review of the black box data revealed records of power on reset dated (B)(6) 2017. The pump was powered on and exercised for 24 hours without duplication of the alleged ¿no power¿ issue. There was no evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint.